Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network at the customer site. There was no patient involvement.